Manufacturer narrative:
The device was returned to the MFR for investigation. The investigation is ongoing. A f/u report will be filed when the investigation is complete.

Event description:
It was reported that the device began leaking an oil like substance while in use. The procedure was successfully completed with a back up device with a delay of approximately 10 minutes. There was no report of adverse consequences associated with this event.